Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was noted on backup vvi mode due to event queue overflow. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information was received indicating that the device was explanted and replaced for the backup vvi mode due to event queue overflow. The patient was stable following the procedure.

Manufacturer narrative:
Additional information: d10, h3, and h6. The reported field event of backup vvi was verified in the lab. However, the root cause of the reset could not be conclusively determined since the device was reprogrammed in the field and the event was not reproducible. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. The device firmware was reloaded in the lab and the device communicated normally with both rf and inductive telemetry afterwards.